Event description:
The customer reported that the transformer on the system needed to be re-tapped. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The transformer was re-tapped. The system was tested and operates as intended.